Event description:
They successfully intubated a patient with a double lumen endotracheal tube suing the frova intubating introducer. Using a bronchoscope, a bronchoscopy was done after the procedure and a small blue plastic shaving about 2cm in length was noted. The blue shaving in the same color as the frova and no other devices used in the procedure were blue. The shaving was extracted and the patient did not receive any adverse affects. The facility visually examined the shaving and could not determine where it had detached from the frova.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Removal of device portion is not labeled. Device code - separation is not labeled. No product will be returned per information supplied by the customer. Final inspection for cook airway exchange catheter confirms that the devices are manufactured to specifications. This product is shipped with an IFU which states warnings, precautions and instructions for use. The appropriate design control activities have been performed. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.